Event description:
The customer reported the trifuse with a maxzero connected to an extension set leaked at an unknown location during an infusion. Although requested, no further information has been received.

Manufacturer narrative:
The customer¿s report that the trifuse extension set leaked was confirmed. Initial visual inspection observed no anomalies. Functional testing was performed. It was observed that there was a fluid leak at the engagement between one of the three tubing's to the parallel connector component. Fluid was attempted to be pushed through the rest of the ports and a leak was observed at the same engagement. Further inspection under magnification noted no issues with any of the tubing depths within the parallel connector. The root cause was identified as a sink condition in the parallel connector component (supplier issue).

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics not provided.

Event description:
The customer reported the trifuse with a maxzero connected to an extension set leaked at an unknown location during an infusion. Although requested, no further information has been received.